Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted only the terminal section of the electrode was returned severed approximately 7.2 centimeters from the terminal pin. Testing was completed to assess electrode electrical performance and inner insulation integrity of the returned segment. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had delivered multiple inappropriate shocks due to oversensing. These episodes date back to the previous year. The electrode was later electively explanted and replaced for a transvenous system. No adverse patient effects were reported.